Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07728. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. Following insertion, the patient experienced pain, infection, urinary problems, bleeding, dyspareunia, unknown neuromuscular problems and vaginal scarring. The patient underwent mesh revision/removal on (B)(6) 2011. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a hysterectomy on (B)(6) 2009.

Manufacturer narrative:
It was reported that the patient underwent percutaneous nephrostomy on (B)(6) 2011, rt. Stent removal on (B)(6) 2012, lt. Stent removal on (B)(6) 2012, lt. Ureteral reimplantation (B)(6) 2012.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary tract infections, urgency, hesitancy and hematuria. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary tract infections, urgency, hesitancy and hematuria.